Manufacturer narrative:
(B)(4).

Event description:
It was reported that: tpn infusing via the white lumen when it was noted to be leaking from the white lumen under the dressing. Device was removed and a PICC was inserted. The issue was identified during use on patient but there was no reported patient harm or consequence. Patient was reported is fine.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: tpn infusing via the white lumen when it was noted to be leaking from the white lumen under the dressing. Device was removed and a PICC was inserted. The issue was identified during use on patient but there was no reported patient harm or consequence. Patient was reported is fine.